Manufacturer narrative:
The exposed portion of the soft cannula was found to be bent. During the investigation, the bend did not prevent liquid from exiting the distal tip of the cannula. The data downloaded from the device did not show any signs of struggle during the run. It cannot be determined when or how this damage occurred.

Event description:
It was reported the patients blood glucose level rose to 500 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a new pod was placed.